Event description:
Needle used on patient got stuck on skin. Patient complained to doctor regarding the needle that was stuck and it caused the patient anxiety and distress. Product number: 328821. Lot/serial number: (B)(6). Product description: bd ultra-fine¿ insulin syringe 8mm x 31g 0.5ml. As per attached: dear supplier, we hope this letter finds you well. We are writing this letter to inform you about the incident that happened with our patient using the bd-ultra fine syringe that we ordered from you. The syringe is used to administer tinzaparin, a medicine given for our post-fet patients. Last (B)(6) 2026, at 8:30pm, our patient contacted one of our nurses reporting that after she administered her medication, the needle from the bd ultra-fine syringe got stuck on her skin. Subsequently, at 8:41pm, she informed us that a doctor helped her to get the syringe, and the doctor informed her that there is a defect from the needle of the syringe. Our patient was in pain and anxiety as the needle was stuck for 10 minutes. Please see attached relevant documents and evidence that support our explanation. We also would like to ask you if there will be compensation given for our patient regarding this incident. We take this matter seriously and are committed to ensure the safety of our patients. We also value our relationship with f&g medical supplies and are eager to move past this incident, continuing to work together towards mutual growth and success. Should you have any further questions or concerns, please feel free to contact us.